Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5 had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed. The field service engineer (fse) observed that the pyxibus module controller had no light-emitting diodes. The control printed circuit board assembly was measured and found to be in good condition. The fse replaced the pyxibus module controller. The hardware test application passed successfully. The pharmacy technician tested the system and no problems were observed. The system was functioning normally. The system functioned as intended after field service engineer repaired the device.